Event description:
New information notes that the issue was resolved when a new home transmitter was used.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker would not pair remotely with the at home remote monitor. Multiple monitors were used but to no success. The issue was unresolved and it is unknown when the patient would come in to the clinic to resolve the issue. No patient consequences reported.